Manufacturer narrative:
(B)(4). This lead was not returned. This investigation will be updated should further information be provided or upon completion of analysis should the lead be returned.

Event description:
It was reported this implantable defibrillation lead exhibited noise which was oversensed and resulted in inappropriate stored non-sustained ventricular tachycardia (vt) episodes. Technical services (ts) discussed the noise was possibly due to breathing or diaphragmatic sensing. The lead was later explanted and successfully replaced. No additional adverse patient effects were reported.